Event description:
On (B)(6) 2024, (B)(6) hospital reported a product problem involving a noxboxi device during the administration of inhaled nitric oxide (ino) therapy. According to the hospital staff, the device issued an alarm indicating an internal fault/system diagnostic error. In response, the clinical team successfully exchanged the device with a back-up unit. During this exchange, no adverse effects on the patient's vital signs were observed. No permanent harm or long-term adverse effects to the patient were reported.

Manufacturer narrative:
Device log files were examined during servicing and revealed a protocol recovery error was recorded at the time of the event. Comprehensive investigation and testing revealed that the temporary software interruption experienced by the user can occur when multiple button selections are made in rapid succession. This quick input of commands can potentially lead to a software interruption and the subsequent internal fault/system diagnostics alert. Upon arrival at the service provider, the device fully complied with all manufacturer specifications relevant to the product problem and no lasting negative performance effects were identified. Linde is submitting this medwatch report retroactively in the interest of regulatory compliance.